Event description:
The customer called and reported the insulin pump screen was cracked when a foul ball hit the device at a ball game. Her blood glucose was 305 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. Also received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.